Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.9. Date: (B)(6) 2011, lab: 15. Nurse reports that on (B)(6) 2011 the inratio meter provided 4 error messages when testing pt. Pt was immediately sent to lab. Once result of 15 came back, pt was admitted to the hospital. Nurse did not know what course of action was taken at hospital. Nurse states that she did not notice any unusual bruising or bleeding. Pt's target therapeutic range is 2.5-3.5. Customer does not think that pt's coumadin dose was changed due to the 0.9 result.